Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. The system operates as intended.

Event description:
The customer reported that when an image is recalled. It does not match the thumbnail view. There is no report of death or serious injury associated with this event.